Manufacturer narrative:
A ge representative evaluated the system and reseated high voltage cable connectors. System operates as intended. (B) (4).

Event description:
The customer reported the first image after boot up is white and washed out. No patient injury was reported.